Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the pump battery could not be charged. Customer¿s blood glucose level was 302 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issues; however, no response was received from the customer.